Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were blocked during use. The following information was provided by the initial reporter: "I have received a few complaints from the end users at our hospital. That this lot # 2007149 of needles ref # (B)(4) are not usable because it's like they are plugged/clogged you can not push anything through it. It is not every needle, it is a hit and miss situation."